Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, it was discovered that the light blue caps on the top of the reservoir leave an oily residue on the suction and vent ports. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).